Event description:
The customer returned the device stating, ¿flange and motor error.¿; during device evaluation it was found there was a motor not running, check syringe flange sensor error. Patient involvement was unknown.

Manufacturer narrative:
Device evaluation: the customer reported issue of ¿flange and motor error¿ was confirmed during review of device error log. ¿motor not running¿ error resolved by replacing worn drivetrain parts and loosening the lead screw nut. The probable cause of motor rate error was an overtightened lead screw nut. Flange error duplicated during syringe testing and not recognizing syringe size. Flange error resolved by replacing the plunger printed circuit board (pcb). The probable cause of flange error was due to plunger pcb, broken q1 transistor. The device passed all testing after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.